Event description:
Bd 30ml syringe, luer-lok tip, was noticed to have 0.5 cm shard of plastic in syringe while pharmacy technician was compounding. This was discovered on three syringes. The syringes were discarded and not used for compounding. All other syringes have been investigated for any similar problems.